Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case there was intervention to treat the pvl performed after the initial implant surgery. The device was not returned for evaluation, as it is unavailable. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As pointed out by the surgeon, calcification of the annulus was the cause of the pvl. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry (ipr) that a 29mm valve implanted in the mitral position was explanted after an implant duration of 11 months due to paravalvular leak (pvl). Implant data cards (idcs) were received with the question "was this due to a deficiency of the original device?" Was marked as "yes" however, as per direct follow-up with the surgeon, there was no allegation of devices deficiency. The valve was working properly. As per the explant op report, the patient developed significant pvl of the mitral valve. The valve was severe in nature and the patient developed rocking of the mitral valve. In the preoperative redo echo it was noted that the patient had patent foramen ovale (pfo). Findings during the explant confirmed a large pvl in the non-coronary sinus and dehiscence fo the mitral valve at a3 level with no evidence of vegetation. There was still calcification of the anterior mitral leaflet that had to be removed before the implant of the replacement device. Pfo was closed. Calcification of the annulus was pointed out by the surgeon as the cause for the pvl. A 33mm valve was successfully implanted in replacement in the mitral position. Patient was doing well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.